Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cough and sleep dysfunction related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device has not yet been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cough and sleep dysfunction related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation, observed there were one error code found. And secondary findings was present. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. And there was no visible foam degradation. The manufacturer is submitting a final report at this time. Section h6 has been updated. Box d: model number, catalog item identifier, serial number, product UDI, device serviced by third party, device avail for eval, date returned? Manufacture date and device evaluated by mfg has been updated.